Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the device was not returned for analysis. The investigation determined that the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the obtuse marginal to the circumflex that was heavily tortuous and heavily calcified. An attempt was made to advance the 4.0 x 12 mm rx vision stent delivery system (sds) to the lesion using a guide catheter extension for support; however, the sds would not cross. The sds was removed from the anatomy through the guide catheter extension, without resistance felt, and was placed on the sterile field. A balloon catheter was advanced through the guide catheter extension to be used for additional pre-dilation of the lesion; however, strong resistance was felt during advancement inside the guide catheter extension; therefore, the guide and the balloon catheter were removed from the anatomy as one unit. It was then observed that there was no stent implant on the rx vision sds balloon. Coronary angiography and a computed tomography (CT) scan was performed and confirmed the stent implant was not in the patient. The guide catheter extension was checked to see if the stent implant had dislodged inside, but it was not seen. It was thought that the stent implant was lost in the drape of the sterile field after use. At this point the decision was made to abort the procedure due to the difficulty crossing the lesion. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.